Manufacturer narrative:
(B)(4). The technical support engineer (tse) spoke with the customer about this issue over the phone. The tse explained to the customer that the spontaneous mode they were using is the CPAP mode. The tse also explained how to calibrate the o2 sensor.

Event description:
It was reported that the clinician could not get into the continuous positive airway pressure (CPAP) mode and could not calibrate the o2 sensor on a ventilator. There was no report of death or serious injury associated with this event.